Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.50/3.0/081 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to patient dissatisfaction - itchy and discomfort. Reportedly, "symptoms (itchy and discomfort) disappeared after removal of icl." The problem was resolved. The cause of the event was reported as unknown.